Event description:
The rptr stated that she had been getting readings on her surestep meter that she thought were too high, she had gotten a reading of 275 mg/dl and usually has readings between 110 and 140 mg/dl. She also reported getting er1 and er3 messages over the past month. She does check the confirmation dot and has found that quite a few are almost black. During a routine office visit last month, her physician stated that she may have to go on insulin to control her blood glucose. No medical treatmeht was sought for the reported er1 results.